Event description:
The customer returned an additional interlink injection site for evaluation and the septum was observed to be collapsed. The process step is unknown. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample along with an unknown hospira syringe. The sample was visually inspected and the reported condition was confirmed as the septum was inverted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.